Event description:
It was reported that a device interrogation measured an battery voltage of 2.47v. When the device was re-interrogated a few minutes later the battery voltage was measured at 2.72v. The device is still in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that a device interrogation measured an battery voltage of 2.47v. When the device was re-interrogated a few minutes later the battery voltage was measured at 2.72v. The device is still in use. No patient complications have been reported as a result of this event. It was later reported that the device reached end of life and there may have been premature battery depletion. It was also reported that the device's battery voltage measurement was below the point that the elective replacement indicator (eri) should have tripped but that eri had not tripped. The device was removed and replaced.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: (B)(4) the actual device was not received for evaluation. Performance data collected from the device was analyzed and revealed low telemetered battery voltage. On (B)(6) 2010, the battery voltage with telemetry was 2.64v and the daily measurement was 2.93v.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: (B)(4) performance data collected from the device was analyzed and revealed low telemetered battery voltage. On (B)(6) 2010, the battery voltage with telemetry was 2.64v and the daily measurement was 2.93v. Upon preliminary analysis, the battery telemetered value measured 2.81 volts. Calculations based on implant parameters indicate that the device had met its 99.9% expected longevity. Analysis of the device memory found the eri (elective replacement indicator) is the result of high internal battery resistance.